Event description:
It was reported that the vns pt had been having break through seizures and the neurologist believed the pt's generator was at end of service because he was unable to interrogate with the pt's vns. The neurologist reported that he was able to interrogate other pts. The pt was referred to a surgeon for replacement, however, the surgeon found that the generator was not at end of service and was able to interrogate and perform diagnostics on the vns. The neurologist reported that the pt had not had any seizures two months prior to an office visit on (B)(6) 2010. No medication changes, programming changes, or other external factors are believed to have contributed to the seizures, however, the pt has a history of anxiety. The relationship of the increase in seizures to pre-vns seizure levels is not known. The cause of the increase in seizures is not known. No interventions are planned at this time.